Event description:
It was reported that during a ptca/stent procedure to treat a heavily calcified lesion in the rca, after predilatation with a dilatation catheter (size unknown) and several unsuccessful attempts to advance other stents, this stent was reported to be dislodged in the coronary anatomy. An unsuccessful attempt was made to place a balloon into the undeployed stent so the pt was sent to CABG for removal of the stent.